Event description:
"Hose blew up while in use" was stated on customer repair request. On follow-up with the hospital, they reported that hose blew up after completion of the surgical procedure. There was no patient / user injury.